Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Should additional information become available a supplemental report will be submitted. Per the concerto coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not able to detach. The physician decided to removed the coil and replaced a new one to completed the procedure. No patient injury was reported.